Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was confirmed. Based on a visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the balloon rupture could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat a target lesion in the right posterior tibial artery. A 2.0 x 80 mm armada 14 dilatation catheter was advanced to the target lesion. The balloon was inflated to nominal pressure (8 atmospheres) and a rupture occurred. The device was removed and angioplasty was performed using a 2.5 x 80 mm armada 14. There was no adverse patient effect and no clinically significant delay. No additional information was provided.